Manufacturer narrative:
This report was created from a study review where no device problem was reported, the device remains in-situ so no evaluation was completed, and no radiographs were provided so the complaint could not be confirmed. Review of the reported event noted that during posterior cervical fixation case the patient experienced a mucus plug requiring bronchoscopy where the patient received a pneumothorax resulting in hypoxic cardiac arrest. The root cause of the events appear to be the result of patient related factors, and operational challenges unrelated to the nuvasive devices. No additional investigation required. Labeling review: "contraindications contraindications include, but are not limited to...6. Patients with physical or medical conditions that would prohibit beneficial surgical outcome..." "Potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries...rarely, some complications may be fatal. Potential risks identified with the use of this system, which may require additional surgery, include...neurological, vascular or visceral injury...death." "Warnings, caution and precautions the subject device is intended for use only as indicated. The implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant..." "...based on the fatigue testing results, when using the nuvasive reline cervical system, the physician/surgeon should consider the levels of implantation, patient weight, patient activity level, other patient conditions, etc. Which may impact on the performance of the system..." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery..." "Pre-operative warnings use of cross sectional imaging (i.e., CT and/or MRI) for posterior cervical screw placement is recommended due to the unique risks in the cervical spine. The use of planar radiographs alone may not provide the necessary imaging to mitigate the risk of improper screw placement. In addition, use of intraoperative imaging should be considered to guide and/or verify device placement, as necessary. 1. Only patients that meet the criteria described in the indications should be selected. 2. Patient condition and/or predispositions such as those addressed in the aforementioned contraindications should be avoided...5. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "Method of use please refer to the surgical technique for this device." "Information to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly..." 9402848-en c-2022-08.

Event description:
The event was identified during a review of the posterior cervical fixation study, the report identified that on (B)(6) 2025 a patient underwent a posterior cervical fixation from c1 to c2 during which the patient had mucus plug and bronchoscopy following a failed extubation after the procedure. The patient reportedly desatted, stridorous breath and was reintubated. The patient was moved to the ICU, self-extubated, and while trying to secure an airway, the patient had a hypoxic cardiac arrest. A stat CT chest xray identified a pneumothorax and a chest tube was placed. Patient extubated (B)(6) 2025, chest tube to water seal. Patient discharged to ipr with 2l nasal cannula. Patient weaned from oxygen at ipr and improved/resolved completely at 6 week visit. No additional complication reported.